Event description:
The white end came off when assembeling sheath.

Manufacturer narrative:
Conclusion-the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. (510(k)#k961506)